Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. S section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was white fluff observed at the 11 o'clock position in the patient's eye. The issue was identified during the implantation/application phase. The patient¿s status is fully recovered. No further information was provided.

Manufacturer narrative:
Correction. Upon further review it was noticed that section d4: device catalog number was inadvertently reported incorrect. The correct values are as follows: section d4. Device catalog number: 10331014. Primary unique device identification (UDI) number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 27-jun-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: the device was received within its original packaging confirming the reported lot number. The sample consisted of an opened blister pack containing an activated syringe with approximately 0.6 ml of expellable healon solution. Based on the visual inspection of the provided complaint sample, no particulates were observed. However, photographs provided indicated a white fluff in the patient's eye which confirmed the observation described in the complaint. Based on the visual and stereomicroscopic inspection of the provided complaint sample, no product defect, malfunction, or non-conformity has been determined. A product defect has not been confirmed; therefore, a probable cause has not been established. However, the product's directions for use clearly explains that the appearance of cloudiness or precipitation during injection is a known phenomenon. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. No nonconformity report, escalation, documentation or labeling change is required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.